Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report of "ECG monitoring failure " was observed during review of the device activity logs. The reported malfunction of "device does not detect multifunction cable" was observed during an onsite visit. However, the report was not duplicated during device testing at zoll canada. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message and was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.